Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage on the force sensor resistor. The pump had moisture damage on the vibrator and lcd glass. The pump had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump shut down 5-6 times and the insulin was squirting out during manual prime. The customer's blood glucose was 147 mg/dl at the time of the incident. The customer stated that the insulin continued to drip after letting go of the act button during the prime process. The customer stated that he received compromised force sensor system alarms. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.